Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac resynchronization therapy pacemaker (crt-p) and a left ventricular (lv) lead implanted to upgrade their implantable pulse generator (ipg) system upgraded to a crt-p system. Less than a day after the procedure complete, the patient became agitated after the procedure and refused to keep their oxygen on. The patient coded and chest compressions were delivered. The patient passed away and acute hypoxic respiratory arrest and acute pulmonary edema arrest were indicated as the cause of death. The crt-p was interrogated and it was noted that the device clock was incorrect.